Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened box and three unopened straight packs of product code m8706, lot mmh299 were received for analysis. During the visual inspection of three unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. A needle-suture with only a needle of product code m8706, lot mmh299 was returned for analysis. The product code is multi-strand and contains four strands per packet. This product code is double armed. During the visual inspection of needle suture, the swage and attachment area of the needle were noted to be as expected. The suture end was examined and there was sufficient impression at the swage end. However, the force used to detach needle from the suture could not be determined. Additional a functional test was performed and the pull force were above the minimum requirements. An opened straight pack with three needle-sutures combination double armed of product code m8706, lot mmh299 was returned for analysis. The product code is multi-strand and contains four strands per packet. This product code is double armed. During the visual inspection of three needle-sutures combination, the swage and attachment area of the needles were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that the patient underwent heart bypass procedure on (B)(6) 2019 and suture was used. The suture separated from the needle at the swage. Another like device was used to complete the procedure. There were no patient consequences reported.